Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a potential allergic reaction with a polyflux 140h set. Approximately five minutes into hemodialysis therapy, the patient complained of ¿tightness in breath¿ and could not lie down flat. Therapy was stopped and the patient was treated with intravenous 5mg dexamethasone. The patient¿s symptoms subsided, and therapy resumed. No further information was available at the time of this report.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.